Manufacturer narrative:
The sample was not returned for evaluation, nor were medical records or images provided. Therefore, the investigation is inconclusive for filter tilt, perforation, detachment, and difficult to remove. The root cause could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunctions. A review of the reported information indicates that model ec500f, vena cava filter, allegedly experienced tilt, limb detachment, perforation, and was difficult to remove. This information was received from a single source. This malfunction involved one patient with no consequences, the patient's age, weight, and gender were not provided.